Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Awareness date is an assumption, actual date unknown. Additional product code: hwc. Per part description: pfna ø9 125° l240 tan. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Based off of event description. Not explanted. Device history records was conducted. The report indicates that the manufacturing location: (B)(4). Manufacturing date: 16.jun.2014 expiry date: 01.jun.2024, 04.027.032s lot. 9018399. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that when they were doing the distal locking in 240mm nail, the bolt was off the peg, after the surgeons performed a free hand locking, there was a 30 minutes delay to surgery time, no fragments left in patient. No information about patient condition received. This complaint involves two parts this report is 1 of 2 for (B)(4).